Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v300097, implanted: (B)(6) 2009, product type: lead. Product ID: 37642, serial#,(B)(4), product type: programmer, patient. Product ID: 64002, lot# n324246, implanted: (B)(6) 2012, product type: adapter. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0444258v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0454612v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
A consumer's family reported that the patient had a loss of therapy and loss of stimulation was noted. The patient's head and hands started to shake in the last three days. It was indicated they had tried to check the device with patient programmer but could not do it. A day later, it was further reported that they were not able to communicate with the remote. They kept getting poor connection. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indication for use for this patient was dystonia and essential tremor.